Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause of the deflation could not be determined. Update and/or corrections to the following sections: b4, b5, d4, d7, d10, g7, h2, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Physician statement: patient was in surgery for alleged deflation on right side when doctor noticed left side appeared smaller. Dr. Confirmed deflation.

Event description:
Alleged deflation.